Event description:
Interval embolization of linear radiopaque material without vessel occlusion, regional spasm or extravasation. This could represent a fragment from the 014 avigo wire sustained from resistance met on initial attempt to pass the wire through the guide catheter to expand the proximal construct.